Event description:
It was alleged that during a secondary medication delivery of potassium, an overinfusion occurred. The pump was programmed to deliver 100cc in one hr, and the nurse reported the infusion had completed in 15 mins. There was no resultant pt consequence.